Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: "5. Precautions. Failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok and needle hub connection."

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra xc for laryngoplasty, but the syringe broke at the luer lock and the product leaked. There were no reported injuries.